Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. It was reported that the pump was exposed to moisture, and moisture was present inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: a review of the pump black box data revealed no voltage fluctuations, errors, alarms, or warnings. During testing, the electrical current draws measured within specifications. No damage was found to the pump casing; however, evidence of moisture ingress was found in the battery compartment. A leak test was performed and passed, indicating no leaks. The pump case was removed, and evidence of moisture ingress was found internally. A temperature issue was not duplicated.